Event description:
On (B)(6) 2013, the patient contacted animas stating that the ok keypad button was intermittently unresponsive. The reporter claimed when bolusing via the pump, boluses were not being delivered when pressing the ok keypad button. The patient reportedly experienced a blood glucose (bg) value in the 300mg/dl to 400mg/dl range and felt nauseous and confused. The reported bg values with symptoms does not meet the animas the definition of an adverse event. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: during testing, the contrast, ok/enter button, up and down buttons were found to be intermittently responsive. The keypad was found to be fully intact; no peeling or damage was observed. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. The ok button was found to have an inverted contact. Unrelated to the original complaint, the pump was powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.